Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose was 560 mg/dl. Customer treated high blood glucose with manual injection. It also stated that after the set change this morning customer getting infusion set blocked after bolus and customer's blood glucose is 327 mg/dl. Customer will not return the device for analysis.